Manufacturer narrative:
At this time no conclusions can be made the attorney alleges that the patient had subsequent surgical intervention ;however, no details have been provided. The cause of . The patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex on (B)(6)1996. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol marlex. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex on (B)(6) 1996. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol marlex. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 1996 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿excision of previous scar tissue was performed. The hernia sac was noted and adhesions were lysed. The hernia sac was excised and removed. A bard flat mesh (device 1) was placed and secured using sutures.¿ (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of bard flat mesh (device 1) and implant of composix mesh (device 2). Per op notes, ¿the old mesh (device 1) was identified and freed up from the intraperitoneal contents. Adhesions were lysed. There were multiple incisional hernias on the right and left. The old mesh (device 1) was freed up and excised. The peritoneal contents in the sac were reduced. A large composix mesh (device 2) was placed and tacked.¿

Manufacturer narrative:
At this time no conclusions can be madethe attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of. The patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d.6b, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.